Event description:
The patient was first admitted into the emergency room (ER) on the afternoon of (B)(6) 2014. They were released on the evening of (B)(6) 2014. They were taken back to the ER again on the date of the report ((B)(6) 2014). The patient experienced really bad muscle tremors, and the patient thought something was wrong with the pump. They experienced underdose symptoms including irritability, itching, shakiness, and spasms. The symptoms were similar to withdrawal symptoms. The cause was not known. A representative checked the pump, and the pump seemed fine. There was nothing abnormal showing in the logs. No catheter issue was seen. It was reportedly working right. No interventions were planned as of (B)(6) 2014. The patient stated they needed another pump dosage increase. The amount that the patient was receiving at the time of the report was not working for them. The patient had a dosage increase last friday ((B)(6) 2014) when the patient saw their doctor. The patient¿s status as of (B)(6) 2014 was alive with no injury, though the patient required hospitalization (date not specified). On (B)(6) 2014 the patient¿s drug was changed out with the same concentration and dose. The patient again presented with what looked like withdrawal from baclofen. They were itchy, twitching, and very uncomfortable. Since the dose increase, the patient¿s symptoms had gotten worse. The pump contained compounded baclofen. Additional information was requested to determine the patient¿s outcome as well as the cause of their symptoms.

Manufacturer narrative:
Product ID 8578, lot# n084297, implanted: 2008 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).